Event description:
The patient presented to an outside hospital and found to have a high inr (~12). The patient is anticoagulated as part of ongoing treatment with a vad. The patient received an anticoagulation reversal agent. The pateint's inr dropped to 1.2 - subtherapeutic. The patient subsequently stroked likely from cardioembolic source. The patient was then transferred to our hospital for further treatment. The patient does have neurological deficits as a result of the stroke.